Event description:
It was reported that immediately post implant, when the atrial lead was tested, and was not capturing. The lead was found to have pulled back, and repositioning was attempted, but was unsuccessful. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found.